Event description:
Bard 4.5 microintroducers used with PICC line insertion. The end of the white part of the microintroducers fray on insertion. Some were difficult to thread introducer through skin and into vein. When removed, white 4.5 introducer was frayed. Thrombosis have developed above insertion site on some pts.